Event description:
It was reported that during an unknown procedure, the third device hasn`t been able to open. To complete the procedure another device of the same type was used. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: during what kind of procedure was the device used?wedge resection. Was it used on thick tissue?2,0. Did the surgeon waited the recommended 15 seconds after closing and before firing the device?yes. Was the cartridge correct inserted, did they hear the "click"?yes. Was the device blocked on tissue?no. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway?no. Has this any impact on the patient, the surgery or the healing process?no. They had to use another echelonflex. On what tissue type was the device used? At what location on the tissue?lungs. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Stapler blocked after placing third reload. During which stroke did the event occur?after using two reloads and before using third. What color cartridge was being used?green. What other color cartridges were used before and after this event?none. Was buttressing material utilized? If so, which product?no. Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? If so, when?no. Were any of the forces higher or lower than expected (closing, firing, or opening)?no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?with two reloads yes, but after placing third stapler blocked with closed branches. Is there any other additional information you would like to share about this device or procedure?no.

Manufacturer narrative:
(B)(4). Damaged joint cover. The analysis found that the device was returned in good visual condition and with one ecr60g cartridge reload loaded in the device. The cartridge reload was received fully fired and in good visual condition. Furthermore, the knife was not fully retracted, thus the device would not open. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.